Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 5 months post-implant, it was reported that the patient had expired and the cause of expiration was reported to be cerebral hemorrhage. It was also reported that approximately two days prior, the patient was at the clinic for a routine follow up and no problems with the patient were seen.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined as the device was not available to the manufacturer for evaluation. In addition, it was reported that the patient's death was not related to the device. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
It is unknown if the device was explanted from the patient after expiration; however, it was reported that the device will not be available to the manufacturer for device analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.